Event description:
Per the clinic, the magnet was found to have dislodged following an MRI. Prior to a subsequent MRI, the magnets were removed. The patient is bilaterally implanted and the devices remain.

Manufacturer narrative:
(B)(4). Implanted device remains.